Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received three inappropriate treatments in response to oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. At 03:58:52, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was asystole. At 03:59:26, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was asystole. At 04:00:09, the patient received the third inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was asystole. From 04:02:22 to 4:38:29, patient's rhythm was in asystole CPR/motion artifact and electrode lead fall off. The electrode belt was disconnected at 04:38:29. The patient passed away on (B)(6) 2022 at approximately 4:30am. There is no indication that the inappropriate treatments caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment deliveries. It was reported that the patient's granddaughter was performing CPR and was shocked. The residual risk associated with a bystander being shocked while in contact with the patient requiring defibrillation is disclosed in the patient manual as a warning. The warning is stated as "do not touch the patient while a shock is being delivered. Anyone touching the patient during a treatment may be shocked."